Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, power test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that tubing was kinked caused diabetic ketoacidosis and insulin pump did not get no delivery alarm. Customer stated that they did not sure if insulin pump was delivering insulin correctly. Customer stated that scratched on the screen of insulin pump and did not affected ability to read. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, power test. No anomaly noted during testing.